Event description:
It was reported that the patient presented in clinic for an follow up. It was noted that the right ventricular (rv) lead exhibited oversensing that caused pacing inhibition. No programming changes were made. The patient was stable throughout.

Event description:
New information received notes that the right ventricular (rv) lead was found over-sensing noise. The rv lead was used for backup pacing and was replaced on (B)(6) 2024. Patient condition was stable throughout.